Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2005. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported the patient developed a systemic infection. The implantable cardioverter defibrillator (ICD) system was removed and replacement is expected in the future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.